Event description:
The customer contact reported a leak. The primary tubing set was being used to deliver an unspecified concentration of saline, at an unspecified rate. After an unspecified length of time, the male adapter of unspecified secondary tubing set was connected to the secondary port on the cassette of the primary tubing set for the piggyback delivery of rituxan 708mg/500ml. It was reported that after a few minutes, a puddle of solution was noted on the floor. The customer contact reported that 10ml or less of solution leaked from an unspecified location of the cassette of the primary tubing set. The primary tubing set was replaced and the therapy resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, add'l info was not provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device will be evaluated. Investigation is not complete. This report represents al the info known by the reporter upon query by hospira personnel.